Event description:
The facility reports the sling was heard to tear as the patient was about to be lifted. The sling involved was destroyed before on investigation could be carried out. No injuries reported.